Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device fails self-test. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The therapy pca should be replaced for this problem. The customer refuses to have the device repaired at this time.